Event description:
It was reported that the considerable amount of water was leaking from the base of the arctic sun device. Not coming from fluid delivery lines or fill tube. Water temperature on device was showing 28 degrees so not from condensation. They kept replacing the towels under the device. They had now swapped out device and no further problems and photos were attached. Per review of wo on (B)(6) 2024, the patient was not injured by the device. Device was swapped out for their second arctic sun device. Per follow up information received via email on (B)(6) 2024, the unit found the issue with water leakage. And the leakage related to broken drain valve. So, the issue fixed, and the unit was currently doing the calibration. And the unit would be ready for product release status later today. Per sample evaluation results received via task on (B)(6)2024, device required comes with error 80 (non-recoverable system error), confirmed its related to the processor circuit card. They found the fill tube was contaminated and power cord had high resistance .

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed processor card. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.